Manufacturer narrative:
B4:(B)(6)2021 the field service engineer stated the device was not in use on a patient at the time of the event.

Event description:
The customer reported a nav-ring issue. The customer contacted product support and requested for nav-ring replacement. The customer reported that the unit was in use on a patient. The authorized service engineer replaced the front bezel to address the reported issue. The cause of the reported issue is nav-ring failure. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.